Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective ise (ion-selective electrode) buffer syringe. The fse replaced the buffer syringe to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false high ise (ion selective electrode) for four (4) patients on their au5800 chemistry analyzer. The erroneous patient results were reported outside the lab. They did have to issue two (2) corrected results and one (1) of the patients had to come back to the emergency room to have the sodium rechecked. There was no report of change in patient treatment in connection with this event. Patient demographics and data were not provided for review. Quality control was within the laboratory's established range prior to the event.